Event description:
It was reported that during a total thyroidectomy procedure, the doctor sealed the inferior thyroid artery. When they were waking the patient blood filled the drain. They reopened and saw the inferior thyroid artery bleeding and thus tied it off and re-closed with no further complications. Char was seen and determined to be focus device. Surgeon did not feel that like was a big deal. Patient fine one device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.